Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, inflammation, vision, blurring of, pigment dispersion. (B)(4) - explanted. Device not evaluated by manufacturer. Lens has not been returned. (B)(4).

Manufacturer narrative:
Lens work order search, medical review. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - the surgeon discovered that the patient had positive family history of myopathy (muscular disease) and he judged this condition may lead to iris laxity. Anatomical and tissue conditions of this patient may have played a role in this event, however we cannot establish a root cause with the information provided. No conclusion can be drawn: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to the patient experiencing pigment dispersion, blurred vision and inflammation. The icl was not exchanged for another lens.